Event description:
Arjo received a complaint related to a citadel plus bed frame. The customer reported that the side rail was broken and requested service. The bed was swapped out and inspected by the arjo service technician. It was found that the screws holding the panel to the metal plate were ripped off. We were informed that the side rail damage was caused by the collision of the side rail panel with the width extension frame. The bed was in use by the patient when the issue was detected. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. The results will be provided in the final report.

Manufacturer narrative:
Based on the collected information and the device evaluation results, the side rail damage was caused by the collision of the side rail panel with the width extension frame. This cause is in line with the CAPA investigation results (B)(6). The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. According to citadel plus instructions for use (IFU, 831.374 rev. 11): ¿to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position.¿ IFU also include information: the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. Sum up, it has been determined that the side rail became damaged due to collision with the width extension. The bed frame was damaged, therefore the arjo device did not meet specification. The bed was in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to the detachment of the side rail.